Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro rubber on the rubber on the jaws was starting to come apart.. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Correct b-5 to reflect the corrected updated information corrected h-6 from "insufficient information" to "peeled" (B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. The heater wire was observed to be bent at the center of the hot jaws without detachment. The wire remained in place at the tip and base of the jaws. The silicone insulation was observed to be peeled from the inner portion of the cold jaw support with detachment. The detached silicone insulation was not returned. No other failures were observed. Based on the returned condition of the device the reported failure "peeled; jaw" and analyzed failure "material twisted/bent; wire" were confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro malfunctioned. A replacement device was used to complete the procedure. The hospital did not report any patient effects.